Manufacturer narrative:
Qc was within established ranges pre and post the event. Calibration and maintenance records were current. A bci field service engineer (fse) checked the analyzer. Fse verified function and alignment of the unit. The unit was in proper working condition. A clear root cause for this event cannot be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to falsely high cholesterol (chol) result generated by au2700 clinical chemistry analyzer. The physician questioned the result. The sample was repeated and lower result was obtained. The initial and rerun samples are provided. The false result was reported out of the laboratory. Patient treatment was not impacted by this event.